Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Additional information was received that the shock lead impedance measurements continue to be high and out of range. Review of data found that they had been out of range since a year and a half after the device replacement procedure. Boston scientific technical services (ts) was consulted and suggested further troubleshooting. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were reprogrammed and remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement of more than 125 ohms. Additional information was unable to be obtained. No adverse patient effects were reported. The system remains in service.